Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and th ra lead was surgically abandoned. No lead fracture noted on visual inspection or fluoroscopy. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased impedances of 2330 ohms. It was noted that there was no noise on the atrial channel and all other lead measurements were good. Technical services (ts) advised doing patient isometrics and pocket manipulation and monitoring for increases in the pacing threshold. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that all other lead measurements were stable and the patient does not pace in the atrium. Also, the device monitoring voltage was noted to be good; therefore, the physician will continue to monitor the patient, and their next scheduled appointment will be in three months.